Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform the occlusion, prime, compromised force sensor system and excessive no delivery test due to motor error alarm. Motor passed motor test. Pump received with cracked battery tube threads, cracked lcd window, cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that insulin pump had two times motor error alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.